Event description:
It was reported that "6 of staples jamming. Ten (10) of staples split apart. Three (3) of continuous staples at once release". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be properly aligned. The stapler was returned with 36 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was performed on the complaint sample. The inner width of the frame measured 0.4973" (B)(4), cal due: 26feb2026), which does not meet the minimum specification of .520" per drawing tfx-000796; rev 02. The width of the trigger measured 0.4953" ((B)(4), cal due: 26feb2026), which is not within the specified range of 0.422"-0.457" per drawing 150012406 rev 09. The outer width at the back of the trigger measured 0.5110" ((B)(4), cal due: 26feb2026), which is not within the specified range of 0.495"-0.505" per drawing 150012406; rev 09. Nc was previously opened by the manufacturing site to address this issue. Several actions, including quality alert qa24175 and supplier notification, were taken to address this issue as part of an nc, which was closed on 12-dec-2024. It could not be conclusively determined whether the product was manufactured before nc was implemented because the lot number was not provided. Upon functional inspection, the first staple fired into the air, properly formed and released. The stapler was then fired into a skin pad to simulate insertion into the skin. During this testing the trigger repeatedly became stuck when firing. It was observed that the trigger was rubbing against the frame when engaged. The device was disassembled, and dimensional analysis was performed on the trigger and frame. DHR review could not be conducted since the lot number was not provided. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." An nc was previously opened by the manufacturing site to address this issue. Several actions, including quality alert qa24175 and supplier notification, were taken to address this issue as part of the nc, which was closed on 12-dec-2024. The sample was returned without a lot number and its manufacture date could not be confirmed. The reported complaint of "misfire/jam - staples not forming/closing" was confirmed based upon the sample received. Upon functional inspection, the trigger repeatedly became stuck when firing. The stapler was disassembled, and the width of the frame and trigger components were measured to be out of specification. Several actions, including quality alert qa24175 and supplier notification, were taken to address this issue as part of nc, which was closed on 12-dec-2024. It could not be conclusively determined whether the product was manufactured before nc was implemented because the lot number was not provided by the customer. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a